Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, two leads were attempted but neither lead provided good numbers. The helix would not extend on one lead and the other lead could not be placed in a stable position. The leads were not implanted and the chronic lead remains in use. No patient complications have been reported as a result of this event.